Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damage was observed due to use related issue. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen of their adc freestyle libre reader. Customer further reported experiencing lack of strength and a loss of consciousness and was treated with sweet compote provided by the healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen of their adc freestyle libre reader. Customer further reported experiencing lack of strength and a loss of consciousness and was treated with sweet compote provided by the healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted."